Event description:
Pt undergoing robot assisted laparoscopic prostatectomy, left nerve sparing with bilateral lymph node dissection. During dissection, a nonrecoverable fault was experienced on the robot. Technical support notified. Remote diagnostic and advised action on site were unsuccessful. A determination was made to proceed with open radial prostatectomy.